Manufacturer narrative:
Analysis of neurostimulator model 3058 (B)(4) showed that the lead connector sleeves#2 and #3 were broken off in the ins port and the setscrew was backed out too far. The broken lead pieces were removed from the connector port. Lead #2 connector sleeve was found to be out of round. A known good lead was able to fully insert into the connector port for testing. A stable output was observed on each program.

Event description:
It was reported that during a stage 2 implant procedure the lead could not be inserted all the way into the header block of the implantable neurostimulator (ins)((B)(4)). When the physician tried to remove and reinsert the lead, the lead electrodes became damaged and frayed. A new lead and a new ins were placed successfully.

Manufacturer narrative:
Programmer: model 3037, serial# (B)(4). Neurostimulator: model 3058, serial# (B)(4), implanted: 2011 (B)(6), explanted: unknown. Lead: model 3093-28, lot# v749520, implanted: 2011-(B)(6), explanted: unknown.